Manufacturer narrative:
The clinical patient ID is (B)(6). The patient's date of birth is (B)(6), 1953. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). Study source - (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2018 as part of the (B)(6) clinical study. This complaint is being reported based on the event of peribronchiolitis requiring unknown medication to treat. This complaint is also being reported based on the events of asthma on (B)(6) 2018 and (B)(6) 2018 requiring unknown medication to treat and patient hospitalizations. On (B)(6) 2018 the patient was admitted to the hospital as planned by the physician for the bronchial thermoplasty treatment. On (B)(6) 2018 the patient underwent the third bronchial thermoplasty procedure performed in the right/left upper lobe of the lungs. No issues noted with the device. According to the complainant, on (B)(6) 2018 the patient developed peribronchiolitis that was administered or increased with a drug to treat the peribronchiolitis. The exact type of drug that was administered or increased to treat the patient's peribronchiolitis was not reported. It was not necessary to extend the patient's hospitalization due to this event. On (B)(6) 2018 the patient recovered from peribronchiolitis. On (B)(6) 2018 the patient was discharged from the hospital. On (B)(6) 2018 the patient developed exacerbation of asthma that was administered or increased with a drug to treat the asthma and systemic steroids. The exact type of drug that was administered or increased to treat the patient's asthma was not reported. It was necessary to hospitalize the patient due to this event. The exact dates the patient was hospitalized and discharged were not reported. On (B)(6) 2018 the patient recovered from asthma exacerbation. On (B)(6) 2018 the patient developed exacerbation of asthma that was administered or increased with a drug to treat the asthma and systemic steroids. The exact type of drug that was administered or increased to treat the patient's asthma was not reported. It was necessary to hospitalize the patient due to this event. The exact dates the patient was hospitalized and discharged were not reported. On (B)(6) 2018 the patient recovered from asthma exacerbation.